Event description:
It was reported that after placing lead model 6944-65 all measuring values via analyzer were okay. The procedure took some minutes, because the best sensing place had to be found. By means of the analyzer a normal impedance of 1153 ohms was measured and in addition we paced three times for some seconds at 10 v/0.5 ms. After this the pacing threshold was determined to be 0,8mv/0,5ms. This lead was sutured and connected to marquis vr device. Observation after device connection was: impedance increase up suddenly to over 3000 ohms and there was no sensing signal. We reconnected rv lead from header and measured via analyzer and the result was: no sensing and high impedance over 4000 ohms. The lead was replaced by another rv/svc lead model 6947-65cm. This was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; tdc073028v full lead returned.